Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00163 on 15-jun-2023. Additional information (03-jul-2023): the customer refused a service visit as they believed that the water supply disruption to the analyzer contributed to the event. Siemens further evaluated the issue and determined that there was no evidence of an analyzer malfunction. There was also no indication that the analyzer was contaminated by the water supply issue. Since there was only one sample impacted by this event, siemens concluded that preanalytical issues on this sample potentially contributed to the falsely elevated high-sensitivity troponin I (tnih) result. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a falsely elevated high-sensitivity troponin I (tnih) that was obtained on a patient sample on an atellica im 1300 analyzer. The customer indicated that they were experiencing issues with the water supply feeding into this analyzer. Since they were not able to run the ¿end of day¿ quality controls (qcs), they repeated the samples during this period and observed the erroneous result described in section b5. The customer indicated that the water supply issue was resolved, and the customer performed qc, which recovered acceptably. The cause of the erroneous tnih result is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The same sample was repeated on two different atellica im analyzers. The repeat results were lower than the erroneous result. The patient was redrawn, and the new sample was processed on one of the latter atellica im analyzers. The result from the redrawn sample matched the other repeat results. The repeat result of <2.50 ng/l was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.